Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter contacted the patient regarding the system error 2240 alarm. The patient stated that she was ok and was able to continue therapy. The patient stated she started over with new supplies. No sample was available. This complaint for a system error 2240 (air in set) was confirmed and the cause was determined to be the patient becoming disconnected from the set while sleeping. The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during patient use. The hp stated that she woke up to the alarm and had become disconnected. The hp stated that she was asleep and didn't know how the disconnect occurred. The hp confirmed everything looked fine with her transfer set. The technical service representative (tsr) advised the hp to cycle power to clear the alarm and to start over with new supplies. The hp confirmed to complete therapy with a manual exchange. There was no patient injury or medical intervention associated with this event.